Manufacturer narrative:
The device was not removed. The manufacturing records were reviewed and no issues related to the nature of the complaint were found.

Event description:
It was reported to nevro that the patient experienced vertigo. The doctor is unsure if vertigo is related to the device as the symptoms have persisted with the device turned off. The patient continues to be under supervision of a physician.